Manufacturer narrative:
Investigation summary: our quality engineer inspected the seven samples submitted for evaluation. Bd received three unopened samples and four used partially retracted units. Upon inspection of the received units, all four opened units and two of the three unopened units had damage to the grip. The grip was found to be slightly warped inward acting as a stop when the units are retracted. The unused returned units were tested for retraction and the two units with the defective grip failed. The unit with no defect retracted as expected. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a possible misalignment of the plug probe. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) had a needle that did not retract. The following information was provided by the initial reporter: "it was reported that the needles failed to retract. Event description per attached email states: injuries or adverse event: no. Medline reference. Item: 381412. Quantity affected: 5 bx. Lot number: 0080382. Po #: 4512896792. Are any samples available for return? Yes. Reported issue: they are not retracting. Customer disposition request: replacement".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24 ga 0.75 in (0.7 x 19 mm) had a needle that did not retract. The following information was provided by the initial reporter: "it was reported that the needles failed to retract. Event description per attached email states: injuries or adverse event: no. Medline reference:, item: 381412, quantity affected: 5 bx, lot number: 0080382, po #: (B)(4). Are any samples available for return? Yes. Reported issue: they are not retracting. Customer disposition request: replacement".